Event description:
The customer stated that she needed help with her meter. While setting up the meter, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events as she had been testing with another meter. She was able to reset the meter to mg/dl, and no product will be returned for eval.